Event description:
During an unk procedure, the device was making a noise and then part of the active blade broke off. The tip was retrieved. Another like device wa used to complete the procedure. There was no pt consequence.